Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The patient reported that the pump would power off when the back of the pump was bumped. The reporter indicated that the issue began after the pump was dropped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The pump owner's manual instructs the user to examine the pump if it is dropped or hit against something hard. The owner's manual instructs the user to call animas customer service if the user suspects that the product is damaged. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump¿s history showed reboots. During evaluation, the battery compartment was found to be cracked and the battery cap had stripped threads. The power loss was duplicated while attempting to attach the returned battery cap to the pump. A test battery cap was used and the pump was able to power on normally. The pump was then tested for 24 hours on a 1.0 unit per hour basal rate with no power loss or alarms. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed normally.